Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02983. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that during a left knee revision surgery due to metallosis and pain in right lateral decubitus position, the acetabular shell was revised as the surgeon was unable to tighten the new liner. During the removal of the shell, the acetabular bone the thickness of a quarter was removed with the shell. No significant defect was caused. Upon placement of new shell, the new liner was placed without difficultly.